Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The pt has since experienced approx 1 cm of aneurysm enlargement, and there is a possible proximal type I endoleak on the trunk.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.